Manufacturer narrative:
The device was not returned for evaluation. Films were supplied for review which show the tar in good position. Pictures were also provided of the revision surgery, no device malfunction is apparent.

Event description:
Allegedly, the patient underwent a total ankle replacement. It was reported that 3 years post-op, the patient underwent a dental procedure and got an infection. The patient underwent a revision surgery to remove that tar.